Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k, one (1) tube label had faded label content. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 14-jul-2025 investigation summary bd received 1 sample and 2 photos for investigation. Visual examination of the sample and the photos revealed missing print on the tube label. This complaint has been confirmed for the indicated failure mode missing label content. The exact root cause of the issue cannot be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k, one (1) tube label had faded label content. No adverse impact was reported regarding the patient or user.